Manufacturer narrative:
The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm, history pointers failed or trace pointers are invalid noted. The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error due to non-sleep anomaly software error.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple pump errors alarm . Customer blood glucose level was 5.9 mmol/l at the time of the incident. Customer stated that pump error occurred several time. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.